Event description:
Guidewire for ercp was incorrectly inserted into the endoscope. The rigid end was inserted into the scope in error. (The proper end to insert in the scope is the flexible, curved end of the guidewire.) As a result, the patient suffered a retroperitoneal perforation. Manufacturer response for guidewire, olympus. They thanked me for sharing this information and said they would discuss with the OEM.